Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08605 inches. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss alarm noted in the long trace or device history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering and also insulin pump was not working. Customer experienced symptoms such as nausea. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.